Event description:
On (B)(6) 2008, the pt underwent treatment of an abdominal aortic aneurysm with four gore excluder aaa endoprostheses. On (B)(6) 2011, the aneurysm was reported to measure 4.7 cm. It was reported that on (B)(6) 2013, a f/u CT scan showed evidence of a distal type I endoleak associated with one of the contralateral leg components, with aneurysm enlargement to 6.1 cm. It was reported the contralateral leg component implanted in the right common iliac artery lacked good seal apposition. It is unk what caused the endoleak. No further adverse events were reported.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The root cause of the endoleak is unk. Add'l device implanted and involved in this event: pxc201000/06209207.